Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was allegedly failed to pass through the introducer needle smoothly. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 19cm hemostar d/l catheter kit was returned for evaluation and one video was provided for review. Visual, microscopic, dimensional and functional evaluations were performed on the returned device. An attempt to advance the j-tip guidewire into the introducer needle was performed and was unsuccessful. The distal portion of the guidewire was noted to be uncoiled and stretched. The flat core wire was noted to be protruding the uncoiled portion of the guidewire. The termination of the flat core wire was noted to be granular. The video shows guidewire advancement difficulty. Therefore, the investigation is confirmed for the reported failure to advance and the identified stretched, unraveled material, fracture and material separation issues.a definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.